Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). On (B)(6) 2015, the patient had an hcg + b result of 245.3 mu/l with a data flag. The patient returned on (B)(6) 2015 and a new sample was obtained. The initial hcg + b result was 0.20 mu/l. The sample from (B)(6) 2015 was repeated and the result was 0.100 with a data flag. The sample from (B)(6) 2015 was repeated and the result was 0.100 mu/l with a data flag. This result was considered to be correct and was reported outside of the laboratory. No adverse event occurred. The hcg + b reagent lot number was 185430. The expiration date was not provided. It was noted that the field service engineer had recently changed pinch valve tubing and syringe seals on the instrument.

Manufacturer narrative:
A specific root cause could not be identified. Possible root causes may be related to improper sample pre-analytics (clotting time) or an instrument issue .

Manufacturer narrative:
Calibration and quality controls were acceptable. A general reagent issue was not observed. It was noted that the customer's clotting time was 20 minutes where >30 minutes is recommended. The possible root cause may be related to pre-analytics.